Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 8113511. All inspections and challenges were performed per the applicable operations qc specification. There were three (3) notifications noted that did not pertain to the complaint. H3 other text : see h.10.

Event description:
It was reported 12 bd insulin syringes with bd ultra-fine¿ needles had foreign matter. The following information was provided by the initial reporter: "pet owner reported syringes with unknown clear liquid in syringe barrel prior to use."

Event description:
It was reported 12 bd insulin syringes with bd ultra-fine¿ needles had foreign matter. The following information was provided by the initial reporter: "pet owner reported syringes with unknown clear liquid in syringe barrel prior to use."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.